Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection a slight bend on the proximal portion of the balloon shaft was observed, likely due to packaging. A radial and longitudinal inflation balloon burst was confirmed. The balloon does not appear to be missing any balloon pieces. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Balloon (single) wall thickness measurements were taken along both sides of the tear on the inflation balloon to ensure that the wall thickness was within specification. A thin wall could contribute to a balloon burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements met specifications. Based on the returned condition of the device, the complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified on the returned device. Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. A review of the case description, the balloon burst is likely due to patient factors (calcification). As stated in the event description, the ¿perceived root cause of the balloon burst was due to calcium from the functional biscupid valve¿. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the root cause for the balloon burst difficulty can likely be attributed to patient factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since the occurrence rate does not exceed the november 2017 control limits for the trend categories, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, the delivery system balloon popped during valve deployment. The team decided they did not need to post-dilate. The physicians were able to retrieve the full balloon. The perceived root cause may have been calcium from the functional bicuspid valve.